Event description:
The patient has two leads (from the same lot). It was reported the patient is not receiving adequate coverage. It was also reported the patient feels stimulation in her thigh and stomach. Reprogramming did not resolve the issue. X-rays were taken and revealed one of the leads had migrated. The patient will discuss the next course of action with her doctor on a later date. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.